Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient receiving an air detected in cassette alarm in drain 1 of 5. It was identified that the patient drained over 2300 ml during drain 1 of the treatment. This drain volume is 200% of the patient's fill 1 volume of 1150 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler as a precaution, however the patient refused. No further assistance was provided. Upon follow up, the peritoneal dialysis registered nurse (pdrn), stated that the patient would have contacted the clinic if they were unable to complete treatment on the cycler and that the patient is trained on completing treatment using continuous ambulatory peritoneal dialysis (capd) if needed. The pdrn stated that to her knowledge, the patient is continuing with peritoneal dialysis therapy on the same cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event.